Event description:
It was reported that when powering the device on, the device would not complete its self-test, and it would automatically power itself off. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a failure of an integrated circuit, designator u60, from the system controller pcb assembly.